Event description:
Pt admitted 6/2/99 for atrial fibrillation with rapid ventricular response. On 6/5/99 she began having episodes of sinus pauses. On 6/7/99, a cardiologist was consulted to rule out sick sinus syndrome. Due to difficulty controlling the tachy-arrythmia & sinus pauses, she underwent the implantation of a permanent pacemaker in 1999. Following surgery her heart rate ranged from 80-110 with atrial fibrillation. In 1999 at 0700 she had a paced rhythm in the 60s. At 1350 a nurse noted her heart rate was 40 and when checking, she had no apical pulse. No pacer spike was seen on the monitor. Her heart rate decreased to zero within 1 1/2 minutes and she died (no code). The physician states she did not have a myocardial infarction.